Event description:
Customer reported that he had unexplained low blood glucose. Paramedics were called to assist customer at home. The blood glucose reading at the time the paramedics arrived was below zero. Customer stated that his insulin pump was malfunctioning because the drive support cap was sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.